Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient was critically ill while using the device, which is misuse of the device. The patient woke up with stomach cramps and was vomiting. The patient¿s cgm was reading 131 mg/dl and the bg meter was reading more than 500 mg/dl. The patient¿s wife called an ambulance. Emergency medical services (ems) arrived and transported the patient to the hospital. At the hospital, the patient¿s bg mete reading was 711 mg/dl. No cgm comparison was provided at this time. The patient was treated with IV fluids, dextrose, dilaudid, and shots of adrenaline. The patient was discharged home the following day (24 hours). The patient was feeling tired at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.